Manufacturer narrative:
(B)(4). Batch number ==> r58307. Investigation summary ==> the analysis found that one psee60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ladg, the knife stopped on the way of returning after the 1st firing on the duodenum. Although the knife reverse switch was tried, it did not function, so the manual override lever was used to release the device. The staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.